Manufacturer narrative:
Per the clinic, the patient's infection was treated with oral antibiotics for a duration of one week (date not reported). (B)(4).

Manufacturer narrative:
This report is submitted on december 28, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced infection and soft tissue complications (date not reported) at abutment site; subsequently the abutment was removed. The implanted device remains.